Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not boot-up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and it was stuck at 00:00. Review of the system log file shows there was malfunction in flex vision pc. Upon troubleshooting fse found that flex vision pc was not powered on and restarted the system. The defective flex vision pc was returned to philips for further analysis and the cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced the flex vision pc, hard disk spare part and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.